Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple power loss alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power loss and customer received a power loss alarm. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected power loss alarm noted.